Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, a b30 scope communication error was present. Additionally, the adhesive on subject device was peeling. The insertion tube had a deep scratch present and was deformed in several places. The scope connector was wet, and the angulation was low. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii bronchovideoscope was presenting a b30 scope communication error during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 scope communication error occurred due the circuit board in the scope connector temporarily short-circuiting due to water invasion at the scope connector. The following are possible causes for the water invasion to the scope connector: -stress applied to open venting connector accidentally while device was under water. -foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. -water invaded leakage tube by breakage/misconnection of tube, breakage of packing at reprocessor/leakage tester tube, or the like. Invaded water entered into scope connector during leakage test. -immersed device in fluid for reprocessing while sterilization cap was attached. -connector cap of leakage tester was attached to wet venting connector. -leakage tester was attached/detached while device was under water. The following is included in the instructions for use: ¿1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.